Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood and tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 185-186mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of failure to capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) due to possible subclavian crush, although there were no visual anomalies. The helix never retracted. No additional adverse patient effects were reported.